Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the insufflation unit had an error e05 (backup data abnormal error). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, it was presumed that communication error (e05) occurred due to printed circuit board (cr) failure. Olympus will continue to monitor field performance for this device.